Manufacturer narrative:
Follow-up #1: date of submission 22-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of one pump reboot event following a 177 (low battery) warning. The returned battery cap was unable to fully tighten to the pump but sufficiently secured to maintain an electrical connection for testing. The battery cap contact height and width measurements were found to be within specification. During investigation, the battery compartment was found to be cracked from the thread area to the case seal. The threads of the battery compartment were found to be damaged. There was no evidence of moisture contamination inside the battery compartment. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump successfully completed the 24 hour duration test without any power or reset issues. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a power issue was noted in the pump history but unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.